Manufacturer narrative:
B5- the reporter indicated that a 13.2mm, vticmo13.2, -9.00/1.0/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Refractive surprise was observed due to user error (axis used in calculation was not aligned with refraction). On (B)(6) 2019 lens repositioning was performed and the problem was resolved. Patient is in good condition and has normal vision. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b3- (B)(6) 2019" should be corrected to (B)(6) 2019" in the initial MDR. B4- (B)(6) 2019" should be corrected to (B)(6) 2019" in the initiall MDR. G4- (B)(6) 2019" should be corrected to (B)(6) 2019" in the initiall MDR. G4- (B)(6) 2019" should be corrected to (B)(6) 2019" in the previous MDR. B5- "rotation was also observed." Should be added to the previous MDR. H6- device code 2993 is not appicable claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.00/1.0/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. It was noted that the axis used in calculation was not aligned with refraction. On (B)(6) 2019 lens repositioning was performed achieving good outcomes. Cause of this event was reported as a user error. If additional information is received a supplemental medwatch report will be submitted